Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that electrode incomplete at distal end - customer staff unaware if the damage happened during procedure or not. No known incident report raised so we are unaware if the item was damaged in case or not. No negative impact in state of health reported.